Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had been getting power error detected alarms in the insulin pump. They were on their 4th battery within 24 hours. The customer's blood glucose level was unknown. The customer was given a series of steps to resolve the power error detected condition. They were advised to go through them after the call ends. The customer was advised to monitor the insulin pump and call back if error recurs. The device will not be returned for analysis.